Event description:
It was reported that there was a connection issue between a transfer set and titanium adapter. It was stated that the transfer set could not connect with the titanium adapter completely as there was a 0.1 - 0.15 cm gap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A photographic image of the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photo was performed with naked eye and magnification with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.